Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Please see updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported malfunction was due to a faulty charged coupled device (ccd). However, the root cause of the fault could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.